Event description:
Reporter indicated that the power adapter cord is loose and the only way to get the handheld to charge is to manually hold the adapter cord into the wall outlet. A replacement handheld was sent to the physician. Product analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.